Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery suddenly depleted from 95%-5% causing and unexpected reset. The customer blood glucose level was impacted 310 mg/dl. The customer took a manual injection to stabilize high blood glucose levels. It was indicated that the customer would use manual injections as alternate insulin therapy.